Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged from the mid-section of the stent extending approximately 2mm proximal of the proximal end of the proximal markerband and over the distal markerband. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within specifications. It is most likely that stent damage occurred during the preparation and handling of the device following removal of the stent protector, however the stent protector was not returned for analysis. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, a 3.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. After the physician took the device out of the package and loop, the physician flushed the tip of the stent catheter and noticed that the stent struts were "coming off the balloon" and appeared as if the stent struts were "within" the balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation, a 3.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. After the physician took the device out of the package and loop, the physician flushed the tip of the stent catheter and noticed that the stent struts were "coming off the balloon" and appeared as if the stent struts were "within" the balloon. The procedure was completed with a different device. No patient complications were reported.